Manufacturer narrative:
A ge rep evaluated the system and replaced the interconnect cable. System operates as intended.

Event description:
Customer reports that the system will intermittently loose the live image. No pt injury was reported.